Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an elective implantable cardioverter defibrillator (ICD) change procedure when the chronic right ventricular (rv) lead was connected to the new device, high rv coil impedance was observed. The pin was disconnected from the device, cleaned, reconnected, and again had high impedance measurements. The old ICD was reconnected to the lead and had normal impedance measurements. The chronic rv lead was connected to a second new ICD, but again the rv coil impedance was high. The rv lead was capped and replaced with a new lead, and the device was replaced with a compatible new ICD. No patient complications have been reported as a result of this event.